Event description:
Smoke emission was detected on an advia 2120i instrument with dual aspirate assembly and autoslide. The customer observed smoke coming from the autoslide and the instrument was turned off to stop the smoke emission. There was no report of injury or illness to the laboratory staff as a result of the smoke. No medical intervention or treatment was required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause for the smoke was due to a malfunction in the autoslide motor command printed circuit board. The fse replaced the motor command printed circuit board and the instrument is performing within specifications. No further evaluation of the device is required.